Event description:
It was reported to philips that system was not powering on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. The analysis of the system log file found that the control module power was not correct, but the mains power was still present. It was confirmed that the 'pdu fan tray and dcps' (psu-1) was malfunctioning. Upon troubleshooting, the fse checked the system power status and found the issue with the fan tray power supply, which was returned to philips for further analysis. The cause of the pdu fantray failure could not be conclusively determined by the supplier's part analysis, however the replacement of the pdu (power distribution unit) fan tray and dcps (direct current power supply) by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.